Manufacturer narrative:
Visual evaluation of the returned device found some scratches and non-msi decals on the cover and sides of the chassis; otherwise the unit appeared to be in fair physical condition. All knobs and switches functioned properly. The unit passed the electrical portion of the endostat ii return evaluation procedure, but the irrigation output was found to be low. The irrigation was calibrated. The condition of the returned device was consistent with the complaint that the "pump is not functioning"; the complaint was confirmed. The reported failure was likely due to long or extended use.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure (procedure date unknown). According to the complainant, the pump did not circulate fluid. The foot switch was replaced, but the problem persisted, and the procedure was completed with a different generator. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure (procedure date unknown). According to the complainant, the pump did not circulate fluid. The foot switch was replaced but the problem persisted, and the procedure was completed with a different generator. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.